Event description:
Event determined reportable based on investigation approved on 06-july-2006. It was reported that during a pci procedure, the physician had difficulty crossing the lesion with the taxus liberte' paclitaxel-eluting coronary stent system. The lesion being treated was in the distal left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'satisfactory and good'. This product is approved ous only, but is similar to a device marketed in the us.

Manufacturer narrative:
Device analysis can confirm that the proximal struts at the proximal edge of the stent were bent back distally. This type of damage to the stent is consistent with the stent getting caught on a foreign object during withdrawal. A detailed examination of the returned device could not identify any issues with the returned unit that could contribute to the initial difficulties experienced by the physician, during the attempts to cross the lesion or that could result in the proximal stent damage. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause for this event is unknown.